Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the stapler would not fire correctly and the handle would not close the cartridge or staple.